Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to state that his reservoir tube lip was broken off. She was installing a brand new reservoir when the lip on her pump broke off. Representative advised to discontinue the used of the pump and that the pump will need to be replaced as well as to revert to a back up plan per hcps instructions. Customer agreed and stated they do not know how it happened.